Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported glidescope core smart cable used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable but was unable to confirm the reported intermittent image issues. When connected to known, good, test verathon equipment, the smart cable worked as intended with no intermittent issues found nor any damage identified. The glidescope core smart cable passed verathon's functionality testing. Upon completion of the evaluation, the device was scrapped, due to the customer already being provided a replacement. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image intermittently blacked out when the cable was manipulated. They reported the image reappeared on the connected display and they were able to complete the procedure without a backup device. No delay in the procedure or harm to the patient was reported.